Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery would not charge and customer saw power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Issue occurred before call, pump did not shut down, and pump later began charging with original charging supplies, so no further assistance was required.